Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface was delayed, and patient profiles did not populate. The technical support specialist reviewed the database and determined that the issue with patient profiles not crossing to pyxis was due to meditech_adt continuing to send messages until it resumed proper functionality. Regarding order (B)(4), it was found that the order had been incorrectly entered with a repeat pattern that was not mapped to a standard, resulting in the following error: timing record has a repeat pattern that is not mapped to a standard. The ed charge nurse was contacted, and both issues were explained to user and acknowledged the information. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient profiles were not populating. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient profiles were not populating. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.